Event description:
It was reported that the biosure driver shaft had become twisted whilst trying to insert a biosure ha screw into the tibia. The handle itself had remained intact but the extended shaft has twisted. The surgery was completed using a different technique.

Manufacturer narrative:
One 72202475 ratcheted biosure extended driver returned. This is a reusable made to order instrument. The complaint reported: ¿it was reported that the biosure driver shaft had become twisted whilst trying to insert a biosure ha screw into the tibia. The handle itself had remained intact but the extended shaft has twisted.¿ the instrument shows damage at the distal tip only. There is no apparent damage to the shaft or hudson end. The channeled tip has attained damage from excess torque applied. There are ding marks from contact with another instrument or device. The channels are twisted and the tip is bent at the same location. These are representative of loss of axial alignment. Excessive forces applied to the instrument can result in instrument failure. No root cause related to the manufacture of the device was established. Further.